Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call failed battery test, blank display and low battery alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Troubleshooting for failed battery test was performed. Customer was advised a replacement battery cap will be sent out and to monitor the device. Troubleshooting for low battery was performed. Customer advised when they attempted to replace the battery the insulin pump went blank. Troubleshooting for blank display was performed. Customer replaced the battery but the display did not return.